Manufacturer narrative:
Continuation of concomitant products: product ID: a810, lot#, serial#s: unknown product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was provided.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 540mcg/ml hydromorphone at 186.87mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the hcp interrogated the patient's pump and they saw service code 112 which had a message of "pump memory error. Infusion settings are invalid. Re-enter infusion settings." It was reported that when the infusion settings were looked at they had been erased. The rep ended the session, re-interrogated the pump, and re-entered the infusion settings and they were able to successfully update the pump. No symptoms were reported. No further complications were anticipated/reported.